Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that device back-top chassis screw bezel broken, small yellow plastic pieces broken off on inside, bottle pressure sensor-giving fata l error message. There was no patient involvement.

Event description:
It was reported that device back-top chassis screw bezel broken, small yellow plastic pieces broken off on inside, bottle pressure sensor-giving fatal error message. There was no patient involvement.

Manufacturer narrative:
Omit a0401 - break (1069). Omit g07001 - part/component/sub-assembly term not applicable. Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available additional information: device available for eval? Returned to manufacturer on device return to manuf .? Device eval by manufacturer? Imdrf annex a grid. Imdrf annex g grid. Imdrf annex b grid. Imdrf annex c grid. Imdrf annex d grid. Remedial action required.